Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device exhibited high out of range shock impedance measurements. As a result, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.